Manufacturer narrative:
Insulin pump failed displacement test 98.9 units remaining on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify e70 error alarms due to motor error alarms. Insulin pump received cracked case at display window corners.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin basal delivery. Customer stated she was able to clear the alarm but that it returns during the rewind sequence. Blood glucose value is 213 mg/dl. Customer does not use the sensor feature and is unable to rewind the insulin pump. Nothing further reported.